Event description:
As reported by the user facility ((B)(4)): the pumps are empty between 12 and 15 hours to early.

Manufacturer narrative:
(B)(4). We received 3 used, empty easypump il lt 100-50-s without packaging. The received samples were taken to a visual inspection. On all received samples, the white clamp was damaged (broken off). We detected no other damages or manufacturing faults on the samples. The original wing caps were not assigned by the customer, the patient connectors are connected with a 3-way stop cock with tube. After opening the top caps and removing the closing cones, we detected liquid at the filling ports (lli-cones). Furthermore, we detected crystallized drug residues at the laa-cone of the patient connectors. Additionally, the samples were filled with naci 0.9% up to the nominal volume and a functional test, respectively a leak test, was carried out. After filing and waiting for a while the pumps work (solution was running). Leakages were not detected at the samples. Furthermore, we tested the flow rate of the received samples. Nominal: 2.0 ml/h. Actual: (B)(4). The flow rate of the samples is not in accordance with the specification. The cause for the too fast flow could not be determined. We have informed our manufacturer accordingly. A follow-up report will be provided after their statement is available. Reviewed the device history record and no abnormalities found during in process or final control inspection.

Manufacturer narrative:
(B)(4). Statement from manufacturer: received 3 pieces of used, filled of easypump ii lt 100-50-s without original packaging. After removing easypump ii lt 100-50-s from the rest of the returned parts (3-way stop cock, syringe and used plaster), visual inspection was carried out. In as received condition, clamp clips were closed and wing caps were not handled over by the customer. Big top cap was opened and discofix cap was observed at the pump. After opening the white clamps, the pumps did work (solution was running). Analysis: as the complaint samples are used and contaminated, further investigation (flow rate test) is unable to be done. Justification: not judgable as further investigation (flow rate test) is unable to be done due to the complaint samples are used and contaminated.